Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that replacing the monitor resolved the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect monitor has been received by manufacturer for evaluation. The returned monitor had an impact that was not visible until the monitor was powered up. The display had cracks and lines. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that while outside of procedure, the surgeon monitor of navigation system had lines on significant portion of the display. There was no patient present at the time of the issue.